Event description:
It was reported that the user sought assistance pairing a libre 3+ sensor to an ilet system and experienced a pairing failure, after which the sensor was confirmed to be in pairing mode and the user was educated on the 60-minute warmup requirement. No reported adverse clinical effects and blood glucose levels were reported as unaffected. Outcomes included no interruption to therapy and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the pairing process was incomplete prior to warmup and that device function was consistent with design once proper pairing and warmup guidance was provided. It was concluded that the event was attributable to use error related to setup and that the device performed as intended following user instruction.